Event description:
In february 2004, the pt's sound processor reportedly was not functioning. The pt's family member reportedly exchanged external equipment. However, the problem was not resolved. The next day the pt was seen for device eval. At that time, the family member reportedly informed the audiologist that they observed intermittencies a few months ago while pt used the sound processor. Surgery to explant the pt's c1 device is not yet scheduled.